Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 500 mg/dl. Customer stated that they experienced a change sensor alarm then their insulin pumps battery died. Customer stated that they noticed there was blood located around the sensor cannula. Customer reported blood at site. Customer declined to troubleshoot for high blood glucose. Customer stated that the increase in their blood glucose was due to the insulin pump powering off. It was unknown that auto mode feature was active or not at the time of event. No product is expected to return for analysis.